Event description:
Event description guidant received information that this right ventricular lead displayed increasing impedance and threshold measurements. An invasive procedure was performed and the lead was explanted and successfully replaced with another lead. The lead was returned to guidant for analysis.